Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1 vicm5 12.1 implantable collamer lens of -10.0 diopter was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1 vicm5 12.1 implantable collamer lens of -10.0 diopter was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.